Event description:
Customer's wife reported that her husband had been in the hospital for the past three months. The wife stated her husband was having stroke like symptoms. She also reported her husband's blood glucose was 471 mg/dl. The wife stated her husband had forgotten how to bolus. The wife declined to troubleshoot for her husband's high blood glucose. She stated her husband was on a sliding scale and that he should be taking 48 units of insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.